Event description:
It was reported that the patient was experiencing inadequate stimulation and numbness, and that the ipg had migrated and was no longer holding a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned as it was kept by the medical facility.

Manufacturer narrative:
Date of event: exact date unknown, event occurred 5 months from the date the manufacturer became aware of the event.